Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for device failing to retract with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode. (B)(4) samples were returned, and each was used to draw (B)(4) vacutainer tubes with horse blood from an elevated reservoir to simulate venous pressure. All (B)(4) tubes drew satisfactorily, with the np sleeves recovering their needles between tubes, and no blood leakage into the holders.

Event description:
It was reported that due blood collection after 2-4 tubes the rubber sleeve didn't move back to ordinary position to cover back bd vacutainer® eclipse¿ signal¿ blood collection needle. No injury or medical intervention was reported.